Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, pacing lead impedance was observed. Lead was replaced on (B)(6) 2016. Patient's condition was good post-procedure.